Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device implanted.

Event description:
It was reported that, during a surgery, a surgeon noticed some white powder in the taper of the exeter head. The surgeon opened a spare head just in case. As a result, it was a same condition. Therefore, he rubbed away the white powder and implanted.

Manufacturer narrative:
Visual inspection was performed on the device and packaging returned for investigation. It was confirmed that there is a white-colored debris visible on the taper of the head. There is no debris visible on the packaging; the debris appears to be isolated within the taper of the head. It was observed that the internal taper of the blister that the taper of the head fits on, was damaged, i.e. Bent/crushed. It was additionally noted that the foam that the head sits in within the packaging was damaged. A material analysis concluded that the ¿white powder¿ observed on the surface of the inner taper on orthinox v40 femoral comprised of carbon based material the residue appears as particles resting on the machined surface of the inner taper. Abrasive mechanical damage was observed on the inner blister support pillar for orthinox v40 femoral head device. This may indicate that the residue observed on the inner taper was from contact with inner blister support pillar. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there has been one similar event for the reported lot.

Event description:
It was reported that, during a surgery, a surgeon noticed some white powder in the taper of the exeter head. The surgeon opened a spare head just in case. As a result, it was a same condition. Therefore, he rubbed away the white powder and implanted.